Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jul-2018 with the following findings: a review of the black box showed evidence of unexplained power on reset events. No battery cap was returned. All testing was performed with a test battery cap. The pump powered up with a test battery cap to audible tones, and vibration alerts, with a blank display. The battery cap was unable to fully tighten. The battery compartment was cracked in the thread area and below the grip pad. No evidence of moisture contamination was found inside the battery compartment. The pump case was removed to find no evidence of moisture inside the pump. Investigation showed a loose connection at the display flex connector. The display flex cable was reseated and the display was then fully functional. The blank display was due to a loose connection at the display flex connector. A no power event was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power issue. It was noted that there was no power to the pump. There was no damage to the pump and there was no moisture found as well. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.